Event description:
Wanted to plug the plug of oral-b charger into the outlet. Big spark and the plugs flew out. Burned part of the plug - oral-b [device catching fire]. Case narrative: consumer via e-mail stated that they wanted to plug the plug of their oral-b charger into the outlet, and they saw a big spark/the plugs flew out. This burned part of the plug. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution. Product return was requested or its in transport. Evaluation will occur upon receipt of product return.